Manufacturer narrative:
Without the return of the product, medtronic is unable to determine a relationship between the valve and reported clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years and 9 months post implant of this bioprosthetic valve, a transcatheter bioprosthetic valve was implanted valve-in-valve in the aortic position due to severe central regurgitation and a gradient of 30 mm/hg. No additional adverse patient effects were reported.